Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. Our investigation consists of an evaluation of information from the hospital facility and the received ventilator logs. The event log dated confirms several alarms have been generated for o2 gas supply pressure low. The technical log does not contain any technical error codes that may indicate a ventilator malfunction at the time of the event. The ventilator was tested by the hospital facility and passed all tests without any discrepancy. The root cause was most likely due to problems in the hospital o2 gas supply. There was no ventilator malfunction during the time of the event.

Event description:
It was reported that the ventilator stopped cycling while connected to the patient. There was no patient harm. (B)(4).